Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot#73h1800829 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip ligation issue when inspection before use.

Event description:
It was reported that the clip ligation issue when inspection before use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. Reference file anp1900073008 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it was unable to latch onto the bottom jaw. Upon further visual examination, it was noticed that the centering tab was bent. Another attempt was made and the second clip was unable to load. It appears that the bent centering tab is preventing the clips from loading properly into the jaws. The sample was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. No other defects or anomalies were observed. The device was returned with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. If the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. Nc 70019362 has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file anp1900073008 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. Nc 70019362 has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "ligation issue" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Upon functional inspection, the clips were unable to load due to the bent centering tab. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. Nc 70019362 has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.